Manufacturer narrative:
Additional information: b7, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that no device failure was discussed. It was reported that that there was an ingrowth or catheter migration issue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: unk dy, dialysis unknown (lot#unknown) endovascular closure of an acquired vascular fistula, an uncommon complication of a tunneled hemodialysis catheter / carlos ivan sol edispa-suarez / journal of endovascular therapy 2024, vol. 31(6) 1257¿1261 / sagepub.com/journals-permissions medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature report, tunneled central venous catheters (tcvcs) are commonly used for long-term vascular access for hemodialysis in the last stage of chronic kidney disease (ckd). This is a case study report of a 40-year-old man with stage 5 ckd. The patient had a history of tcvc placement in the right jugular (2016) and left jugular (2019) veins. Chest radiographs and computed tomographic (CT) scans showed that the left tcvc tip was abnormally positioned and catheter dysfunction arose, and the left tcvc was removed. Over 9 months of follow-up, the device was appropriately positioned and did not obstruct the vascular flow. There was no reported patient outcome.